Event description:
It was reported that a patient with a 23mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of nine (9) years due to severe stenosis. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve. Patient tolerated the procedure well and was discharged on pod #1. As reported, the doctor did not feel that the surgical valve failed prematurely.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5 and b7. Updated h6 by adding code - 4112. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. H11: corrected data: corrected h6 clinical code by replacing code-1717 with code-4446.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Attempts have been made to obtain additional information. At this time, additional information has not been provided. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of nine (9) years due to stenosis. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve. Patient was reported to be doing well. As reported, the doctor did not feel that the surgical valve failed prematurely.

Manufacturer narrative:
H11: corrected data: corrected h6 investigation conclusions by replacing code-4315 with code-50. Corrected g1-2 address-line 2.